Manufacturer narrative:
Date of event: no date provided, used the first date in the month of the aware date. Implant date: no date provided, used the first date in the month of the aware date.

Event description:
It was reported that the patient experienced an allergic reaction. A 18x60 10fr 75cm wallstent endoprosthesis was placed in the patient. The patient experienced an allergic reaction.

Event description:
It was reported that the patient experienced an allergic reaction. A 18x60 10fr 75cm wallstent endoprosthesis was placed in the patient. The patient experienced an allergic reaction. It was further reported that the patient was allergic to many other things. It was confirmed that there is no longer an allegation against the wallstent as this was not what the patient was allergic to. No further information is available.

Manufacturer narrative:
B3: date of event: no date provided, used the first date in the month of the aware date. D6: implant date: no date provided, used the first date in the month of the aware date.